Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)") in a 37-year-old female patient who had essure (batch no. A14899) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included memory disturbance, irritability, visual disturbance, anxiety and fatigue. Concomitant products included zolpidem tartrate (ambien) for insomnia, fluoxetine and lamotrigine for major depression as well as cetirizine, ergocalciferol, ibuprofen and zolpidem tartrate. On an unknown date, the patient started vitamin d3 at an unspecified dose and frequency. In 2012, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and abdominal distension ("bloating"). On (B)(6)2012, the patient had essure inserted. In 2013, the patient experienced alopecia ("hair loss"). In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced vaginal haemorrhage ("vaginal bleeding"), dysmenorrhoea ("painful menstrual cycles"), mental disorder ("mental health") and back disorder ("back"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy-laparoscopic). Essure was removed on (B)(6)2017. At the time of the report, the uterine perforation, vaginal haemorrhage, dysmenorrhoea, alopecia and mental disorder outcome was unknown and the dyspareunia and abdominal distension had resolved. The reporter considered abdominal distension, alopecia, back disorder, dysmenorrhoea, dyspareunia, mental disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: the essure implants were deployed without complication with 4 coils visible on both sides. On (B)(6)2017. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: total bilateral occlusion on (B)(6)2017, pathology test revealed minimal chronic cervicitis proliferative phase endometrium. Two benign myometrial leiomyomata. Left and right essure coil devices identified within proximal left and right fallopian tubes. Small, benign paratubal cysts, left and right fallopian tubes. Unremarkable left and right parametrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)") in a 37-year-old female patient who had essure (batch no. A14899) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen and zolpidem tartrate. In 2012, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and abdominal distension ("bloating"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced alopecia ("hair loss"). In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced vaginal haemorrhage ("vaginal bleeding") and dysmenorrhoea ("painful menstrual cycles"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy-laparoscopic). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, vaginal haemorrhage, dysmenorrhoea and alopecia outcome was unknown and the dyspareunia and abdominal distension had resolved. The reporter considered abdominal distension, alopecia, dysmenorrhoea, dyspareunia, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 25-may-2018: plaintiff fact sheet received. Plaintiff demographics added. Essure indication updated and lot number added. New events perforation (uterus), bloating and hair loss were added. Outcome of pelvic pain and painful intercourse updated to recovered. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)") in a 37-year-old female patient who had essure (batch no. A14899) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included memory disturbance, irritability, visual disturbance, anxiety and fatigue. Concomitant products included zolpidem tartrate (ambien) for insomnia, fluoxetine and lamotrigine for major depression as well as cetirizine, ergocalciferol, ibuprofen and zolpidem tartrate. On an unknown date, the patient started vitamin d3 at an unspecified dose and frequency. In 2012, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and abdominal distension ("bloating"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced alopecia ("hair loss"). In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced vaginal haemorrhage ("vaginal bleeding"), dysmenorrhoea ("painful menstrual cycles"), mental disorder ("mental health") and back disorder ("back"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy-laparoscopic). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, vaginal haemorrhage, dysmenorrhoea, alopecia and mental disorder outcome was unknown and the dyspareunia and abdominal distension had resolved. The reporter considered abdominal distension, alopecia, back disorder, dysmenorrhoea, dyspareunia, mental disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: the essure implants were deployed without complication with 4 coils visible on both sides. On (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: total bilateral occlusion on (B)(6) 2017, pathology test revealed minimal chronic cervicitis proliferative phase endometrium. Two benign myometrial leiomyomata. Left and right essure coil devices identified within proximal left and right fallopian tubes. Small, benign paratubal cysts, left and right fallopian tubes. Unremarkable left and right parametrium. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. New event added- mental health and back. Concomitant conditions and concomitant drugs added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') in a 37-year-old female patient who had essure (batch no. A14899) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included vitamin d3. The patient's concurrent conditions included memory disturbance, irritability, visual disturbance, anxiety and fatigue. Concomitant products included zolpidem tartrate (ambien) for insomnia, fluoxetine and lamotrigine for major depression as well as cetirizine, ergocalciferol, ibuprofen and zolpidem tartrate. On an unknown date, the patient started vitamin d3 at an unspecified dose and frequency. In 2012, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and abdominal distension ("bloating"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced alopecia ("hair loss"). In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced vaginal haemorrhage ("vaginal bleeding"), dysmenorrhoea ("painful menstrual cycles"), mental disorder ("mental health"), back disorder ("back") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy-laparoscopic). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, vaginal haemorrhage, dysmenorrhoea, alopecia, mental disorder and vitamin d deficiency outcome was unknown and the dyspareunia and abdominal distension had resolved. The reporter considered abdominal distension, alopecia, back disorder, dysmenorrhoea, dyspareunia, mental disorder, uterine perforation, vaginal haemorrhage and vitamin d deficiency to be related to essure. The reporter commented: the essure implants were deployed without complication with 4 coils visible on both sides. On (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: results: total bilateral occlusion. Diagnostic results: on (B)(6) 2017, pathology test revealed minimal chronic cervicitis proliferative phase endometrium. Two benign myometrial leiomyomata. Left and right essure coil devices identified within proximal left and right fallopian tubes. Small, benign paratubal cysts, left and right fallopian tubes. Unremarkable left and right parametrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter added. New event vitamin d deficiency added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), dysmenorrhoea ("painful menstrual cycles") and dyspareunia ("painful intercourse"). The patient was treated with surgery (patient underwent a device removal procedure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.